Manufacturer narrative:
Patient information not provided as (B)(4) will not release patient information. The device manufacture date is unknown at this time. A navigation system checkout was performed and no anomalies were found. The issue can not be recreated. The surgeon reportedly does not often use navigation for neurosurgery and learned navigation years ago with a prior registration method.

Event description:
A medtronic representative reported the surgeon felt the stealth system was inaccurate. The amount of the tumor resected wasn't as much as he initially thought. He wanted to get at least 78% of the tumor but he only resected 50%. They were able to get a definitive diagnosis. The procedure was completed with the use of the stealth inav system. The patient's outcome was not impacted by the reported event.